Manufacturer narrative:
Initial.

Event description:
It was reported that during a routine supply change the cartridge cracked in half upon removal after rewinding, and the user removed glass from the chamber without issue and completed the supply change with no alerts or alarms and no blood glucose impact. Symptoms included no adverse clinical effects or injury. Outcomes included no change to therapy other than completing the supply change and no interruption of glycemic control. Investigation included troubleshooting and user education, with confirmation of correct use and no user error. Investigation of this case revealed a cracked cartridge component consistent with a material or structural break of the reservoir assembly, with no pump malfunction identified and no alarm generation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with device function otherwise normal and user technique appropriate.